Manufacturer narrative:
No failed battery test alarms were noted. All operating currents were within specification. The pump passed the self test. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a corroded battery tube spring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was losing connection with the battery. It was reported that the customer received 3 failed battery tests. It was reported that the customer mentioned their blood glucose levels going up to 360mg/dl. The customer's blood glucose levels at the time of incident were reported to be unknown. It was reported that the customer states being hospitalized. Troubleshoot was reported to be conducted. It was reported that the device is being replaced and returned.